Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on 06 march 2024, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The valve was successfully implanted. The final implant depth at the non-coronary cusp was 9.41mm and at the left coronary cusp was 9.97mm. A post-implant balloon aortic valvuloplasty (bav) was performed using a 28mm non-abbott balloon due to valve under expansion. The patient developed a left bundle branch block after the post-implant bav. No treatment was required. A mild perivalvular leak (pvl) was noted on transthoracic echocardiogram (tte). On 12 march 2024, the patient developed a complete heart block. A dual chamber pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of paravalvular leak (pvl), device malposition, valve underexpansion, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of heart block, there was no calcification extending beneath aortic annular plane in the interventricular septum, the implant depth was 9.41mm from the non-coronary cusp (deeper than the recommended 3mm depth), and there were no difficulties implanting the valve. No information was received regarding valve sizing. It was noted that the implanting physician believes the heart block is related to the pre-dilatation. Based on available information, the reported heart block appears to be related to procedural conditions (pre-dilatation). Causes for the reported paravalvular leak, valve underexpansion, and device malposition could not be conclusively determined. It is possible that the deeper implant position and valve underexpansion are related to patient condition and that the implant depth contributed to the pvl. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). Subsequent to the previously filed report additional information was received that, the cause of the patient's left bundle branch block is attributed to the pre-implant dilatation. It was also noted that there was no atrioventricular block and no permanent pacemaker implant. The report was submitted by mistake and has subsequently deleted from the clinical database. There was no calcification extending beneath the aortic annular plane in the interventricular septum. It was also noted that a navitor titan loading system was used by mistake, instead of a large navitor loading system. There was no issue loading the 29mm portico ng/navitor valve. There was no difficulty experienced implanting the 29mm portico ng/navitor valve. There was no prolonged hospitalization of the patient. The patient was stable at the time of report.